Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.00x24mm target lesion was located in the non tortuous and non calcified left anterior descending artery. A 24 x 3.00mm promus premier drug-eluting stent (des) was implanted for treatment. However, a dissection in the proximal edge of the stent was noted. To cover the edge dissection, another stent was deployed completing the procedure. No further patient complications were reported and the patient's status was stable.